Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On 25-may-2024, it was reported that the patient faced infusion set fell off during use, which caused the patient blood glucose levels elevated from 200 to 299 mg/dl. The infusion set was in use for 2 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.